Event description:
Customer states: during use on a pt, a medical examiner in the hospital confirmed the air leakage occurred. The customer stated that the tube was extubated and changed with another. Customer reported no pt harm and confirmed pretesting was performed.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is received at a later date, summary of the sample analysis will be provided in a supplemental report.